Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis featuring c3® delivery system was used for treatment of an abdominal aortic aneurysm. The device was advanced to the target lesion. The endoprosthesis didn't deploy when the initial deployment line was pulled. The physician retracted the device out of the patient and used a new gore® excluder® aaa endoprosthesis featuring c3® delivery system ((B)(4)) to complete the procedure successfully. The patient tolerated the procedure.

Manufacturer narrative:
H6.result code2 updated; h6.conclusion code1 update. An engineering evaluation was performed on the returned device.the device evaluation showed the following: according to the event description, the initial deployment line was pulled. As returned, it appears that the 1st deployment knob has been put back onto the handle. A visual inspection of the deployment holes reveals that the 1st deployment line is no longer visible, consistent with the event description that it was pulled. Engineering removed the 1st white deployment knob which revealed the broken deployment line still attached to the knob. The deployment line is approximately 77 cm long measured from the leading end of the knob. Scanning electron microscopy imaging was performed. The observed smooth edge of the fep/eptfe overwrap and eptfe core section appear to be consistent with that produced with a sharp cutting edge. The other end of the broken deployment is visible at the leading end of the un-deployed device. The two slip knots which normally unlace after the line loop in the deployment sequence, appear to be intact. Inspection revealed that one side of the line loop is still laced and tucked as it should be prior deployment, under the sleeve 3rd and 6th double stitches. The single and double stitch sides of the sleeve were inspected and no abnormalities were noticed. Engineering slightly untucked the line loop from under the double stitch which revealed the location of the broken 1st deployment line at the tuck under the 6th double stitch. Scanning electron microscopy imaging was performed. Again, the observed smooth edge of the fep/eptfe overwrap and eptfe core section appear to be consistent with that produced with a sharp cutting edge. The deployment line also appears to have some flagging at the break, which may be indicative of tensile failure through at least a portion of the cross section. Based on the findings from this evaluation, the physician¿s observation that the endoprosthesis did not deploy when the initial deployment line was pulled was confirmed and is consistent with the observed broken deployment line. The appearance of the break is consistent with a portion of the fiber cross section being severed with a sharp cutting edge. The likely cause for the broken deployment line could not be determined with the currently available information.